Event description:
It was reported that when using the bd pyxis¿ es refrigerator, there were two bins not opening in the back medicine room fridge. One of the morning techs tried repairing both bins by restarting and turning off and on the pyxis but unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bin 3.2 did not open. A field service engineer (fse) powered off, and removed the shelves, back panels, and drawers until reaching the third drawer. Further the fse replaced the interface and relay access controller (irac) replaced, after which all components were reassembled in reverse order. The refrigerator was then powered back on, and bin 3.2 was successfully recovered. The system functioned as intended after the field service engineer repaired the device.